Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins was replaced after it depleted over 2 years. The patient stated they were told it would last 5. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.